Event description:
For a month he experienced inflammation at the site resulting in elevated blood glucose (500's mg/dl). He indicated that he would change the infusion site and administer a bolus to reduce his blood glucose level. Patient stated that he did not experience this situation while using a different infusion set. He did not report any other symptoms related to this event. Patient did not require medical assistance to address this situation. Product being returned for evaluation.